Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. The atrial lead exhibited undersensing, resulting in a delayed mode switch. The device was reprogrammed and no adverse events occurred to the patient.